Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 13. Details of surgery: bone overheating and sinus augmentation. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.